Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device (B)(4) relates to component (B)(4). Device evaluated by manufacturer: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the target lesion was de novo and was severely calcified. The 2mm x 20mm x 143cm sterling es mr balloon was used for pre-dilatation. The balloon was removed intact after it ruptured.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed and chronically occluded target lesion was located in a moderately tortuous vessel below the knee. The physician used the 2mm x 20mm x 143cm sterling es balloon and upon the first inflation to 6atm, the balloon rupture.. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.